Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard key was not working. The customer reported that the malfunction occurred when the user was tried to issue medication to the patient and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the "m" key was not working on keyboard. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.